Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted january 10, 2020.

Manufacturer narrative:
This report is submitted on september 2, 2019.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with medication (type, date and duration not reported).